Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was vibrating and made unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection run test, it was observed that the attachment device squealed with bearing type noise when in use with an extended cutter device. During in-house engineering evaluation, it was observed that the device vibrated and made an unusual noise. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.